Manufacturer narrative:
Initial MDR 1877267 - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set cannula was kinked event on 30-apr-2024. The blood glucose level was displayed high at the time of event and was managed by bolus via pump. The event occured after three or more hours of insertion. The site of insertion was at lower back hip. The infusion set was in use for 15 hours. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h11: investigation summary: investigation process of the complaint was carried out in accordance with work instruction guidance for visual testing for complaints area version 1 and work instruction guidance for functional testing for complaints area version 1 for the code "soft cannula found kinked upon removal from infusion site." Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6004389 was manufactured according to the work instruction version 108 manufactured in the line 3, on 28/nov/2023, with a total of (B)(4) units. Review of the device history record (DHR) review showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in trackwise on (B)(6) 2025 against malfunction code "soft cannula found kinked upon removal from infusion site." And lot 6004389 and another 4 complaints have been registered in trackwise for the same lot 6004389 and malfunction code.

Event description:
To date no additional patient or event details have been received.